Manufacturer narrative:
Results: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for cracked catheter adapter with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: although the defect experienced by the customer was confirmed an absolute root cause could not be determined.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Medwatch report # mw5073118 initiated on 11/01/2017. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ shielded the IV catheter when the rn placed the device she noted the catheter was cracked inside the hub and had to restart the IV with a new IV catheter. No report of injury or medical intervention.